Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated they had experienced high blood glucose. Blood glucose reading was 508 mg/dl. Customer had treated high blood glucose with insulin pump and manual injection or insulin pen. Customer reported symptoms such as thirst and hunger as a result of high blood glucose event. Customer reported insulin pump had insulin flow block alarm. Troubleshooting was performed. Customer reported infusion set had bent cannula. High pressure test was performed by customer. Customer reported high pressure test passed. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer reported auto mode feature was active during reported high blood glucose event. The device will not be returned for analysis.